Event description:
It has been reported that while doing a catheter study using this device, an orange colored thread of plastic were extruding from the tip. Device was not used on a pt and the device is being returned for the co's eval.